Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Add'l info was requested on 01/07/2011, 01/18/2011, and 01/20/200 by phone, fax, and mail. A completed questionnaire has not been rec'd. (B)(4).

Event description:
A surgeon reported two pts with refractive surprises following intraocular lens (iol) implant procedures. The cause of the refractive surprises are unk, but the surgeon is not blaming the iols. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the second pt.